Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection was performed. The downstream occlusion (dso) sensor was starting to chip. Functional tests were performed. The customer reported issue of "the volume marked on the pump was not administrated" was unable to be confirmed or duplicated during repair activities. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventive service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the volume marked on the pump was not administrated. There was unknown patient involvement, and no harm/adverse event reported.